Event description:
It was reported that a cartridge from lot 34916 was overfilled and leaked during use, consistent with a device leakage event involving the cartridge component, and replacement supplies were shipped. Symptoms included no reported clinical effects or glucose-related symptoms. Outcomes included no disruption requiring medical care and no device alarms. Investigation included review of manufacturing records, complaint history, and instructions for use, and verification of shipping of replacements. Investigation of this case revealed evidence consistent with a leaking cartridge and handling or fill-volume deviation could not be excluded. It was concluded that the event involved a leaking cartridge with no patient injury and that user handling or fill technique might have contributed, but a definitive root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.